Manufacturer narrative:
The device has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Moreover, the suture sleeve from one of the leads had migrated through the skin which was likely causing the infection. The lead was explanted. No additional adverse patient effects were reported.